Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was mfg and used outside the u.s. Analysis is pending.

Event description:
Reportedly, the pt received in emergency three external shocks because of a ventricular fibrillation. Afterwards, the pacemaker device could not be interrogated and no output was delivered. External pacing was necessary for the pt. The pacemaker was explanted and returned for analysis.